Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator had not used their stimulator for about 11 months because the stimulation had to be turned up so high that it was causing damage to their nerves or the spinal cord being pinched. The patient experienced difficulty writing or holding objects in their hands and expressed a need for a whole new spine. The patient mentioned having cat scans with the device in place and was awaiting insurance approval for another cat scan. Additionally, the patient discussed the possibility of getting an MRI for the tl to s1 region. It was noted that all equipment was lost during a hurricane. The agent reviewed MRI eligibility with the patient and sent an email to repair and replace the external equipment. The patient was transferred to patient registration to request a patient ID card.